Event description:
It was reported that the catheter was stuck on the guidewire. The opticross 6 hd imaging catheter was advanced for post-stent ultrasound examination of the target lesion. Upon withdrawal of the catheter, the physician noted it was difficult to remove the catheter from the guidewire. Because of this, both the catheter and the wire were removed together as a unit. Because this occurred during withdrawal, the procedure had already been completed successfully with the opticross imaging catheter. There were no patient complications.